Event description:
Rn heard bed alarming and went to check patient. Patient found caught in between siderails. Bed in low position and locked, call light within pt's reach but not on. Patient did not fall, but skin tear noted on right upper arm x2. Cleansed with saline, neosporin applied with telfa, and wrapped with kerlix. Also noted right side of chest red. Opening between top and bottom side rail is 8-9".====================== manufacturer response for bed, advanta======================hill rom notified.